Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had insufficient additive quantity. The following information was provided by the initial reporter: we did perform a small study to prove the absence of k2edta in the clotted edta, lavender tube. Clotted edta: calcium 6.7. Control edta: calcium -0.4. Potassium 5.74., potassium 26.9. The small study was performed on (B)(6) 2021 at 10:42.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/8/2021. H.6. Investigation: bd received 14 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting or insufficient additive were observed. The 100 retentions were inspected with no issues being identified. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting/insufficient additive) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting/insufficient additive. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had insufficient additive quantity. The following information was provided by the initial reporter: we did perform a small study to prove the absence of k2edta in the clotted edta, lavender tube. (B)(6). The small study was performed on (B)(6) 2021 at 10:42.